Event description:
It was reported that the patient presented for device changeout. During pre-procedure testing, the right atrial (ra) lead was noted to have reproducible noise and over-sensing caused an inappropriate automatic mode switch (ams) and led to pacing inhibition. The ra lead was capped and replaced on (B)(6) 2022. The patient experienced no adverse consequences and patient's condition was noted to be stable throughout the procedure.